Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2671 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr2671) have been reported from the same facility in (B)(6).

Event description:
It was reported that there was constant blood return from the catheter, bleed back. No other information was provided.

Event description:
It was reported that there was constant blood return from the catheter, bleed back. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of backflow was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter was received in two segments. The catheter had been cut between the 19 and 20 cm depth marks. No damage or defects were observed on the solo valve. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. It was reported that there was constant blood return from the catheter, which could be attributable to the pressure gradient or use conditions; however, there was insufficient evidence to determine the cause of the blood reflux. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redr2671 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr2671) have been reported from the same facility in norway.